Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was incorrect. Reportedly, the customer did not change the time when changing time zones. Blood glucose (bg) was 142 mg/dl. Reportedly, the customer traveled back to the original time zone; therefore, no adjustment was necessary.